Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the battery compartment was cracked with moisture inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the battery compartment was cracked in two places, but was free of moisture. The leak test confirmed the two cracks. Unrelated to the original complaint, the audio bolus button was damaged, but functioned appropriately. The audio bolus button cover was removed and contamination was present under the button cover. The pump was opened and there was no moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.